Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead was implanted due to chronic heart failure and advanced av block. The procedure was completed without issue but the patient's blood pressure was slightly lowered. All measurements taken on the programmer were in normal range. Several hours after the procedure, loss of capture was noted on the electrogram monitor. The physician increased the programmed outputs but did not resolve the issue. The patient's blood pressure dropped and went into cardiac arrest. Both cardiopulmonary resuscitation (CPR) and drug intervention was performed but the patient subsequently died. Both products were explanted and will be returned for laboratory analysis. There were no allegations made against the functionality of either the device or lead but the physician did request analysis to provide a possible root cause.

Event description:
---

Manufacturer narrative:
Once the device and lead are returned and analysis is completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found setscrew marks on the lead's terminal pin in the correct locations. A suture was found tied tightly to the lead approximately 164 millimeters (mm) from the terminal pin. Tissue was found entwined in the suture and there were cuts in the lead's insulation in this location. Resistance tests were completed to assess lead electrical performance and measurements throughout this testing were within normal limits. Pressure testing to evaluate the insulation integrity could not be performed due to the noted cuts in the insulation. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no other anomalies. Laboratory testing was unable to confirm the reported clinical observations and detailed analysis revealed that this lead was electrically continuous. A boston scientific technical services (ts) consultant reviewed the electrogram (egm) that was recorded prior to the patient's death. It appeared that the lead was pacing through the ventricular arrhythmia that the patient was experiencing, indicating that there was a sensing issue. The possibility of the lead being in the atrium was discussed but was not conclusive after reviewing the strip. In addition, the sales representative reported that there were no observations on the CT scan or echocardiograph of any anomalies indicating tamponade; however, the lead was able to be removed without any resistance after the patient died. While laboratory analysis confirmed that the lead was electrically continuous, electrogram review suggests a possible lead position issue.